Event description:
It was reported that the patient's inflatable penile prosthesis pump stopped working. The patient's surgeon confirmed that the pump was flat and not moving fluid. Revision surgery was scheduled for (B)(6) 2019.

Event description:
It was reported that the patient's inflatable penile prosthesis pump stopped working. The patient's surgeon confirmed that the pump was flat and not moving fluid. Additional information reported revealed that the right pump-cylinder tubing fractured at the pump strain relief and caused fluid loss. The system was replaced with a 100 ml reservoir, pump, and 18 cm x 12 mm cylinders. The patient had no further complications. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Reservoir device info: model number: 720185-01. Serial number: (B)(4). Catalog number: 720185-01. UDI number: (B)(4). Expiration date: 06/05/2016. Manufacture date: 06/23/2014.